Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years and 4 months.  (B)(4). It was reported that the device would not be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that on (B)(6) 2016, the patient¿s lactate dehydrogenase (ldh) was elevated to 679 u/l with an inr of 2.3. The patient was started on dipyridamole along with increased hydration. On (B)(6) 2017, it was reported that the patient presented to an outside hospital with complaints of generalized weakness and shortness of breath. The patient was transferred to the implanting hospital with an ldh of 2994 u/l with an inr of 1.7. The patient was started on bivalirudin and given intravenous hydration. On (B)(6) 2017, the lvad system produced red heart alarms, and pump stoppages occurred. It was reported that the patient went into acute renal failure and became anuric. The patient was not a candidate for a pump exchange. On (B)(6) 2017, the patient¿s pump was turned off, and the patient expired on (B)(6) 2017.

Manufacturer narrative:
The pump was not returned for evaluation as it was not explanted. The report of a pump stoppage on (B)(6) 2017 was confirmed based on the evaluation of the submitted system controller log file; however, a specific cause for the pump stoppage and for the reported elevated ldh could not be conclusively determined. The log file also captured in increase in pump power with a slight decrease in pi over time. Based on our complaint history and similarly reported events, elevated ldh, coupled with increased pump power and flow, and decreased average pi could be indicative of potential device thrombosis; however, a specific cause for the changes in pump parameters and elevated ldh could not be conclusively determined without a full evaluation of the device. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.